Event description:
Customer reported plastic part of the device where the 4th & 5th pins are missing is melted and discolored. Customer called on 9/2004 regarding missing pins and the device was replaced but the device in question was not sent back for evaluation. Customer stated cleaning device with pre-moistened bleach wipes. A request was made for return product and replacement product was sent.